Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: device jaws will not open in one device and the other failed to release the suture during a laparoscopic gastric bypass. (B)(4) for device that was difficult to unload. No adverse event have been reported.

Manufacturer narrative:
Tracking no: (B)(4). Post market vigilance (pmv) and engineering led an evaluation one endo stitch* 10mm suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. A visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to the disengaged component. A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. Engineering disassembled the device. No abnormalities were noted. The device was then reassembled and tested. The device then toggled without difficulty. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).